Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) automatically discharged five zm transmitters without user intervention. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) automatically discharged five zm transmitters without user intervention. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: orgs: model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 01/13/2021 (jan. 13, 2021). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: org-9110a serial #: (B)(6). Device manufacturer data: 02/17/2017 (feb. 17, 2017). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 01/17/2022 (jan. 13, 2022). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa. Serial #: (B)(6) device manufacturer data: 02/03/2017 (feb. 3, 2017). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) automatically discharged five zm transmitters without user intervention. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) automatically discharged five zm transmitters without user intervention. No patient harm was reported. Investigation summary: nk tech support requested logs for evaluation. Log files were submitted, but the provided password did not work, delaying analysis. Multiple follow-ups were made to obtain the correct password. The customer confirmed later that they no longer required an investigation and the issue could be closed. The root cause could not be determined. No further investigation is required. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: orgs: model #: org-9110a. Serial #: (B)(6). Device manufacturer data: 01/13/2021 (jan. 13, 2021). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Model #: org-9110a. Serial #: (B)(6) device manufacturer data: 02/17/2017 (feb. 17, 2017) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters model #: zm-531pa serial #:(B)(6). Device manufacturer data: 01/17/2022 (jan. 13, 2022) unique identifier (UDI) #: (B)(4) returned to nihon kohden: na. Zm transmitters model #: zm-531pa serial #: (B)(6) device manufacturer data: 02/03/2017 (feb. 3, 2017) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa serial #: (B)(6). Device manufacturer data: 11/07/2024 (nov. 7, 2024) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa serial #: (B)(6). Device manufacturer data: 07/05/2024 (july 5, 2024) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Zm transmitters model #: zm-531pa serial #: (B)(6). Device manufacturer data: 11/28/2023 (nov. 28, 2023) unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.